Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the final check after an implant procedure, the device remaining longevity could not be calculated due to the effects of cold weather storage. The battery voltage was discussed with the physician, who elected to continue device use. The device longevity will be re-checked at the two-week wound check, and the device remains in use. No patient complications have been reported as a result of this event.